Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with unspecified mentor breast prostheses and suffered several unexplained systemic symptoms. The patient did not report any specific symptoms. She reported only that she had several issues with her health and that her implants made her sick. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on an unknown date. This medwatch report is for the 2nd of two breast prostheses.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: - the patient suffered from sinusitis, flu, labyrinthitis, tiredness, headache, pimples on her body, and more unspecified symptoms. - the patient underwent bilateral explantation on (B)(6) 2019. - the suspect medical device is a mentor memorygel breast implant 450cc gel breast prosthesis, catalog #3507450bc, lot #5797246, serial # (B)(4). - it was initially reported that the suspect medical device was manufactured in mentor¿s texas facility. New information received shows that the suspect medical device was manufactured in mentor¿s facility in leiden, netherlands. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. No further reporting is required for this event. Manufacturer¿s reference number: (B)(4).